Manufacturer narrative:
The product associated with this report has been returned as the device was not explanted. Based upon the estimated implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional information has been reported to allergan regarding the model number, serial number, the event date, exact implant date, scheduled explant date, diagnostic testing, full patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Patient reported and physician confirmed ruptured of lap-band. No surgery is planned at this time.